Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too long, or installing the implant too deep.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2018 where three implants were placed. The patient did well for a month following the initial procedure before complaining of left side radicular pain. The surgeon determined that the superior positioned left side implant was impinging on the nerve root. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the superior positioned implant using chisels. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.